Event description:
It was reported that during a device replacement, insulation break with externalized conductors were observed. Lead was tested; no electrical anomalies were detected. Physician elected to continue monitoring the lead. Lead remains implanted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.0-12.0cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 41.6-42.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 44.0-45.1cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 15.2-15.7cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was explanted and replaced.